Event description:
The customer reports that the device does not pass the op check and locks up when the charge button is pressed. Ther was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device does not pass the op check and locks up when the charge button is pressed. Ther was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. We will consider this a malfunction of the processor pca that caused the charge button to fail op check and also to lock up when the charge button to fail op check and also to lock up when the charge button is pressed.